Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a retrograde intrarenal surgery (rirs) in the left kidney, an ngage nitinol stone extractor's basket would not open completely. 1 of the 3 wires is missing from the basket formation. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient have been reported.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, prior to a retrograde intrarenal surgery (rirs) in the left kidney, an ngage nitinol stone extractor's basket would not open completely. 1 of the 3 wires is missing from the basket formation. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient have been reported. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The product was returned in opened packaging. The handle was able to actuate the basket, and the basket appears to have a broken wire which is most likely why it did not open fully. The reported failure mode is confirmed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found damage to one of the 3 basket wires. The wire was broken in 2 places, near the bend at each end where the wire is secured by the basket sheaths. The cause for the broken wire could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.